Manufacturer narrative:
The wrong kit lot number (d359) was inadvertly entered in the initial report. The correct kit lot number is kit lot d357. Kit lot d357 was reviewed. There were no non-conformances. This lot met all release requirements. The kit was returned for analysis. Review of the returned kit components and associated pressure/leak testing of the components confirmed a leak path in the drive tube due to a circumferential tear through the lower bearing stop over-molded section of the drive tube. Further analysis determined the root cause for the leak was delamination of the lower bearing stop from the drive tube. Corrective and preventive actions have already been initiated to address drive tube leak/breaks. (B)(4).

Manufacturer narrative:
System was used for treatment.kit lot d359 was reviewed. There were no non-conformances. This lot met all release requirements.the uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted.trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). This assessment is based on the information available at the time of the investigation. Analysis of the returned kit and smat card is still in process at the time of this report. A supplemental report will be created once the investigation is complete.(B)(4).

Event description:
Customer called to report drive tube break during purging air phase of treatment procedure. Customer stated centrifuge blood leak alarm occurred and he noted blood splattered in the centrifuge, drive tube was torn, but not completely broken. Double needle mode, 328 ml whole blood processed, acda at ratio of 16:14. Clinical services specialist (css) asked if anyone was splashed with blood/fluids due to the splash, customer stated no one was splashed with blood/fluids. Css asked if there were any alarms during prime, customer stated there were no alarms during prime. Css asked if patient was alright, customer stated patient was stable. Css asked customer to return kit/smartcard for investigation, customer agreed to do so.